Manufacturer narrative:
Mfg analysis results: no similar complaints have been received so far for this lot. Batch record review showed that all testing results are within spec. The MFR's lab has retested a retension sample of this batch and the returned complaint sample: all results are conform to the specs for the tested parameters. For both complaints and retain sample silicone was observed. Medical grade silicone is used to coat all types of stoppers and syringe barrels to permit proper function of the syringe. The low levels of silicone oil do not elicit local ocular or systemic toxicity. Root cause: na, analysis results within spec. Corrective/preventive action: none, product within spec. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that the product had turbidity after being injected into the pt's eye. Pt impact is unk. Add'l info has been requested.